Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, non-sustained rv oversensing episodes were observed. The rv lead exhibited loss of capture, high capture threshold, and low sensing. The lead was suspected to be out of position. The lead was capped and replaced. The patient was stable post procedure.